Event description:
On the first inflation the passeo-18 balloon did not expand, the pressure in the inflation device was not able to exceed 2-3 atmospheres. The balloon was removed without difficulties. Blood was noted within the balloon. The patient is an (B)(6) male.

Manufacturer narrative:
The returned passeo-18 was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned balloon catheter revealed a leakage of the balloon. Microscopic analysis of the balloon surface showed that the leakage site is a small tear located in the region of the distal x-ray marker. The distal x-ray marker did not show any irregularities. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. In addition to visual inspections, each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint no manufacturing or material related root cause could be determined. The final root cause for the leakage is most likely related to external factors during the procedure.